Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she received her shipment order, she had an issue with 3 or 4 maybe 5 infusion sets in less than 24 hours of use. Infusion set's tubing broke loose from the insertion site and caused high blood glucose level. This issue occurred the first time while she was asleep and the second time, she was not doing anything differently. The site location was patient's abdomen and the pump was kept on the same side and site location. Infusion sets were kept in a cabinet inside the home. She could not feel any stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.